Event description:
It was reported that the right atrium (ra) lead had an apparent lead fracture and when the suture was removed from the suture sleeve the proximal portion of the lead came off and the distal portion of the lead went deeper in the subcutaneous tissue and was unable to be reached for extraction. The ra lead was capped and partially removed. The ra lead was not replaced due to patient going from a dual chamber to single chamber device. It was also reported that the right ventricular (rv) lead had noise, oversensing, high impedance, and a possible lead fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.